Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed left bundle branch block (lbbb) and right bundle branch block (rbbb). Second degree atrio-ventricular (av) block was also reported. Seven months following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted. No additional adverse patient effects were reported.